Event description:
It was reported that the patient was unable to adjust stimulation using the patient programmer (pp) and the display showed the ¿call your doctor¿ icon. The patient reported that he met with the manufacturer¿s representative (rep) the day of the report to do a trickle charge. The patient also reported a power on reset (por) message the day of the report and was unable to navigate over to clear the message. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).